Manufacturer narrative:
There were two devices used in this procedure, a MDR will be submitted for each. See 1045254-2021-00088. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported where medtronic fusion image guidance system, including, but not limited to the medtronic suction tip and medtronic quadcut debrider were used during a fess surgery. During this surgery it is reported the surgeon broke through the wall of patient's right eye socket (the lamina papyracea) with the medtronic ent guidance system and severed the patient's medial rectus. As a direct and proximate result, the patient sustained severe injuries to his right eye and eye muscles including, but not limited to, severe pain, diplopia (double vision), difficulty with depth perception, nausea, blurring, redness, severe pressure, disorientation with movement, loss of vision over an extended period of time, a foreign body sensation in his eyes, squinting, and limitation of ocular movements. As the further result the patient has undergone revision sinus surgery, and has had to seek treatment for his new and worsening symptoms from additional ent physicians. Also the patient's right eye is permanently positioned 18 degrees to the right.